Manufacturer narrative:
It was reported that the patient expired 48 hours after amulet implant procedure. Also reported that the implanter believed this event was due to a pulmonary artery (pa) injury. The patient had difficult anatomy with a shallow anterior chicken wing shaped laa with pectinate. Information from field indicated that the patient's activated clotting time level was 257s (in therapeutic range) and heparin was administered. It was also indicated that the device was successfully implanted after one partial recapture. One wire exchange occurred during the procedure, and the wire was positioned in the left upper pulmonary vein. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the cine review performed at abbott, a cauliflower/cactus anatomy was observed on fluoroscopy. Trabeculations in both distal and proximal parts of laa. There was close proximity between laa and pa. First implant started in distal part of laa. Lobe seemed compressed. Aggressive tug test was noted. The device was recaptured and the second deployment also started distal in laa. Lobe compression seemed within the recommended range. Based on medical review performed at abbott, it is possible that pe may have been caused by short distance between laa and pa, manipulation of delivery system/device in distal part of laa, and aggressive tug test. However, this could not be conclusively determined. The cause of reported perforation and patient death could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, the patient was taking oral anti-coagulant eliquis, which was held one day prior to procedure. During the procedure, the patient was in normal sinus rhythm. Heparin was administered, and the patient's activated clotting time (act) level was 257 seconds. The left atrial pressure was 12mmhg. The device was successfully implanted after one partial recapture. One wire exchange occurred during the procedure, and the wire was positioned in the left upper pulmonary vein. The anatomy was reported to be difficult, with a shallow anterior chicken wing shaped laa with pectinate. At the end of the procedure, protamine was administered. On (B)(6) 2024, 48 hours after procedure, the patient passed away. The implanter believed this event was due to a pulmonary artery (pa) injury. No autopsy was performed.